Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was in safety mode. An inquiry regarding the error code was sent to technical services (ts). Ts discussed the safety mode error and noted that the device should be replacement immediately. The device was subsequently explanted. The device remains in the warehouse due to prohibition to export medical devices thus to date the product has not been returned. The product will be kept in the warehouse until the export is allowed. No adverse patient effects were reported.

Event description:
It was reported that this device was in safety mode. An inquiry regarding the error code was sent to technical services (ts). Ts discussed the safety mode error and noted that the device should be replacement immediately. The device was subsequently explanted. The device remains in the warehouse due to prohibition to export medical devices thus to date the product has not been returned. The product will be kept in the warehouse until the export is allowed. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.